Event description:
Reportedly, during follow-up dated (B)(6) 2013, the elective replacement indicator was reached. Previous follow-up dated (B)(6) 2013 showed a battery impedance of 5.45kohm and an estimated longevity of 20 months. The device was explanted and will be returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.